Event description:
It was reported that two devices were beeping and showing a "no disposable" alarm which the user was unable to resolve. The user use the disposable supplies on a new back up pump, however the alarm occurred on the new pump as well. The cassettes involved were from the last two shipments. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI # and operator of device are unknown. No information has been provided to date.